Manufacturer narrative:
A2 - age at time of event: 18 years or older. Updated e1: initial reporter email. Device evaluated by MFR: the guidewire was returned to our post market quality assurance laboratory. Visual inspection of the device revealed that the guidewire was bent at the distal tip.

Event description:
It was reported that tip damage occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified left hand shunt vessels. A 165cm transend guidewire was selected for use in a shunt percutaneous transluminal angioplasty. During the procedure, the device was advanced into an occluded lesion, but it could not cross through the lesion. The device was removed and upon visual inspection, the tip appeared worn. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
A2: age at time of event: 18 years or older.

Event description:
It was reported that tip damage occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified left hand shunt vessels. A 165 cm transend guidewire was selected for use in a shunt percutaneous transluminal angioplasty. During the procedure, the device was advanced into an occluded lesion, but it could not cross through the lesion. The device was removed and upon visual inspection, the tip appeared worn. The procedure was completed with another of the same device. There were no patient complications as a result of this event.